Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery died due to the customer not charging the pump. After turning the pump back on, the customer reported trying to deliver a bolus but was unable to due to the "bolus" button being greyed out. Tandem technical support educated the customer that this is an expected operation of the pump after shut down. Tandem technical support assisted the customer in reloading the cartridge successfully, reconnecting the pump to the infusion site, and resuming insulin delivery. The customer confirmed that the issue was addressed to the customer's satisfaction. Reportedly, the customer's blood glucose (bg) level was 250 mg/dl. However, the call became disconnected and tandem technical support was unable to obtain how bg level was addressed. Multiple attempts were made to obtain this information; however, no further information was provided on the reported event.